Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00057 on 03/22/2017 for a false positive toxoplasma g result. Additional information (04/04/2017): further clarification for the originally reported test results has been provided. The results were from two patients observed to have false positive advia centaur xp toxoplasma g results. Patient sid (B)(6) (sample collection 01(B)(6) 2017), and sid (B)(6) (sample collection (b)(66) 2017) was for patient "a". Patient sid (B)(6) was for patient "b". Patient "a" additional information (04/04/2017): sid (B)(6): the patient's pregnancy was finished prior to the 02/21/2017 blood collection. There is no patient sample available for further testing. Sid (B)(6): the patient's advia centaur xp test result from 01/09/2017 was provided: date: (B)(6) 2017, sid:(B)(6), reagent lot: 218, result:< 6 (negative); (B)(6) 2017, (B)(6) - reagent lot 219 was used for the (B)(6) 2017 test result. Correction (04/04/2017): sid (B)(6) - the reagent lot was 219, and not lot 218 as originally reported for the (B)(6) 2017 result. The toxoplasma g historical test results of (B)(6) 2017 reported for sid (B)(6) was incorrect. The (B)(6) 2017 results were associated with sid (B)(6) (patient "b"). Patient "b" additional information (04/04/2017): the date of pregnancy (10/10/2016) originally reported was related to sid (B)(6). The patient sample has been requested for further investigation by siemens. The toxoplasma m result on (B)(6) 2017 was negative for this patient. The toxoplasma g result on (B)(6) 2017 was negative when checked at an alternate laboratory.

Manufacturer narrative:
The cause for the discordant positive advia centaur xp toxoplasma g result is unknown. Siemens has requested the patient sample for further testing. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A false positive advia centaur xp toxoplasma g (toxo g) result obtained by the customer, and considered discordant compared to a negative alternate toxoplasma g test method result, and the patient's toxoplasma g test history. Repeat testing was performed on another advia centaur xp system and the toxoplasma g (toxo g) results were equivocal. The patient sample was treated with a heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) and the results were reactive. The non-reactive alternate toxoplasma g test result was reported by the customer. There are no reports that treatment was altered or prescribed or adverse health consequences due to discordant advia centaur xp toxoplasma g (toxo g) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00057 on 03/22/2017 for a false positive toxoplasma g result, and MDR 1219913-2017-00057 supplemental report 1 on 04/18/17 for additional information and correction. Additional information (06/06/2017): siemens was unable to investigate the cause for the false positive toxoplasma g for patient "a" ((B)(6)) as there was no sample available to test. Siemens tested the returned patient samples for patient "b" ((B)(6)), and obtained results that were observed by the customer with advia centaur xp toxoplasma igg reagent lot 219. Patient sample drawn on(B)(6) 2017, recovered nonreactive (<0.5 iu/ml) with the advia centaur xp toxoplasma igg reagent lots 219 and 221. The sample recovered nonreactive (<5.0 iu/ml) with the immulite toxoplasma igg assay. Patient sample drawn on (B)(6) 2017, recovered reactive (mean result = 11.2 iu/ml) with the advia centaur xp toxoplasma igg reagent lot 219 and equivocal (mean result =7.3 iu/ml) with reagent lot 221. The sample recovered nonreactive (<5.0 iu/ml) with the immulite toxoplasma igg assay. The customer tested 781 toxoplasma g negative samples, observed two false positives, and the calculated relative specificity would be 99.7% (779/781). The instruction for use (IFU) under the performance characteristics section for the advia centaur xp toxoplasma g assay has a relative specificity range of 99.3% - 99.8% from 3 studies performed. The cause for the false positive advia centaur xp toxoplasma g results is unknown. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.